Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. It was noted that tracks of flat cable were found rusted. There were scratched/marks and minor rust found on the front panel. There were scratches found on the suction valve of the front panel. Corrosion and minor dent was found on the rear panel. Corrosion was also found on the chassis and minor rust was found on the k connector unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high flow insufflation unit was not showing volume after it was started. Upon inspection and testing of the returned device, it was found that the flow rate was not showing after gas flow was turned on due a faulty manifold unit. It was also noted that an abnormal sound (gas leakage) was observed due to a faulty electro pneumatic proportional valve. The leds on the flow rate and pressure indicator were continuously glowing/blinking due to a faulty front panel unit. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the device was returned and the following phenomena were reproduced: equipment is not showing the flow rate when we start the gas flow; abnormal sound (gas leakage) is coming; some leds on the flow rate and pressure indicator are continuously glowing/blinking, and were attributed to: a faulty manifold unit, a faulty electro pneumatic, and a faulty front panel unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.